Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. .

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump made a "bizarre noise." The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully and w/o delay.